Event description:
It was reported to philips that the frontal stand geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue happened. The procedure completed by moving the patient to another room. A field service engineer (fse) visited onsite and found c-arm does not have any power at all. Upon troubleshooting fse found cut cable rubbing against sharp metal where the frontal stand cables enter the ceiling conduits. To resolve the issue, fse replaced the cable set clea ceiling. After replacement of cable set, the system was working as intended. The codes were updated based on the investigation outcome.